Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found dried body fluid in the helix tip area likely due to the procedure. Testing was completed to assess lead electrical performance and inner insulation integrity, and measurements were within normal limits. An x-ray of the lead was performed and found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the report of sensing and thresholds issues at implant that caused this system not to be implanted.

Event description:
It was reported that during a new system implant there were sensing and thresholds issues that were thought to be due to the set screw connection. The physician was not confident in the device, so decided to use a completely new system. The device and leads were not used. No adverse patient effects were reported.